Event description:
During transporting a patient, the ventilator alarmed and locked up. Respiratory therapist shut off the ventilator and then it would not boot up. The ventilator emitted a constant alarm sound which was unable to be silenced. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, patient information was not provided.